Event description:
The customer reported that the (B)(6) had a hard drive failure issue. No patient harm was reported.

Manufacturer narrative:
Details of complaint: on (B)(6) 2021, the customer reported that the central nurse's station had a hard drive failure issue. Hdd failure has a risk of missing patient events that could lead to injury. This event occurred during patient use. No patient harm was reported. Service requested / performed: evaluation / repair. Investigation summary: the reported device was returned for evaluation. The reported issue of hard drive failure was duplicated by nk repair center. The hard drive was replaced, and the unit was tested for 24 hours and operates to manufacturer's specifications. The root cause of this issue is hard drive failure. The overall risk score is high. Hha has been completed for the hard drives failure. CAPA (B)(4) was initiated and rejected based on rationale provided in hha 20-001. The problem does not warrant/require a CAPA. Attempt # 1: (B)(6) 2021 emailed the customer via microsoft outlook for all the information : denied information.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) had a hard drive failure issue. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) had a hard drive failure issue. No patient harm was reported.